Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her son dumped a water bottle over her, the insulin pump got wet, and the buttons on the insulin pump were unresponsive. Especially the act and esc buttons were unresponsive. The insulin pump alarmed battery out limit. She was unable to clear the alarm. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted under the screen, electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.